Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during drain 1 of 4 on the home choice (hc). The home patient (hp) stated they had an extension on the patient line and the line became disconnected. The system error 2240 occurred. The technical service representative (tsr) instructed the hp to cycle the power on the machine and the system error occurred. The tsr had the hp cycle the power on the machine again. The tsr explained hp needed to contact the registered nurse (rn) and start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable. The home patient stated they had an extension on the patient line and the line became disconnected. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore a batch review will not be conducted. This issue is being investigated through CAPA.